Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the radio frequency (rf) programmer head was returned and analysis found that the programmer head would not interrogate and its uplink tests were out of specification. The cable was replaced and the head passed all console and systems tests. Concomitant medical products: product ID 2090w, programmer. (B)(4).

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event. It was further noted on an earlier document that the programmer was unable to interrogate. The radio frequency (rf) programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis.